Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for use in the ultrasound examination. During preparation, an opticross hd catheter failed to flush when tested prior to imaging. The operator suspected that bubbles might be present inside the lumen, preventing proper flushing. The procedure was completed with another different device. There were no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an opticross hd. Visual inspection revealed extension tube inflated. Functional test revealed during the flush test, the device could flush when the telescope was fully retracted but did not flush when fully advance. Microscope test revealed there were wrinkles around the heat shrink tubing of the drive cable.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for use in the ultrasound examination. During preparation, an opticross hd catheter failed to flush when tested prior to imaging. The operator suspected that bubbles might be present inside the lumen, preventing proper flushing. The procedure was completed with another different device. There were no patient complications.